Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has yet to be confirmed to occur, as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted (date not reported).